Event description:
When the consumer was brushing her teeth the head of the toothbrush became loose and ended up dislodging off the handle while in her mouth. This resulted in a chipped tooth. She went to the dentist that morning and the issue is mainly cosmetic.